Event description:
Report recieved of a nondelivery. The pump was programmed to deliver an unspecified concentration of potassium at a rate of 10ml/hr on an unspecified line of the device. After approximately 2 hours, the nurse reportedly felt that "none had left from the bag." The infusion was completed using a replacement device. There were no reported adverse pt effects and no medical intervention was required. Though requested, no additional information was provided.